Event description:
Implant was placed into body 10/15/85. In 2/92, implant ruptured placing liquid all through rptr's body. Drs lied about damage it did and caused problems with internal organ, blood immune system, etc. Rptr now has myeloproliferative disorder which dr says in terminal. Rptr feels that FDA and mfrs have the perfect ways of destroying womens' health everywhere in the world with the protection of the government allowing these drs and companies to do terrible things to womens health. Rptr would like info on myeloproliferative disorder and to know what can be done. Implnnnnna